Event description:
It was reported that the patients ipg quit working, and the patient did not get as much pain relief. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was discarded by the medical facility.